Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed de novo lesion in the proximal left anterior descending artery (plad). A 1.50x12mm mini trek balloon dilatation catheter (bdc) was used to pre-dilate, however, during the first inflation a rupture occurred at 6 atmosphere for 5 seconds. A 2.0x15mm neo trek balloon dilatation catheter (bdc) was used as a replacement. However, a rupture occurred during the first inflation at 8 atmosphere for 5 seconds. Therefore, a rotational atherectomy device was used to complete the procedure. There was no adverse patient effect. There was no report of clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The mini trek rx device referenced in b5 is filed under a separate medwatch report number.